Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump touchscreen was intermittently unresponsive. Additionally, it was reported that the pump usb port was damaged. There was no reported impact to customer's blood glucose level. Customer declined to provide additional information or receive a follow up from tandem technical support.